Event description:
The patient presented with ischemic rest pain. A gore propaten vascular graft was implanted during a femoral-popliteal bypass procedure. Within two weeks following implant, the pt developed symptoms including pain, erythema and pain at the graft implantation site. The symptoms did not subside and the graft was explanted. The pt was reported to be doing well.

Manufacturer narrative:
Review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempts to acquire info required for this form were made by w.l. Gore and associates.